Manufacturer narrative:
Follow-up #1: date of submission 08/03/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/12/2016 with the following findings: a review of the black box data showed continual rebooting following call service 54 alarm. The power rebooting issue was duplicated using the returned battery cap. The pump powered on to call service 052 alarms. There was visible moisture behind the display lens. The pump failed a leak test due to a battery compartment crack. Moisture was found on the internal components of the pump. The battery cap and compartment had stripped threads. The returned cap was unable to securely attach to pump. The battery compartment was cracked.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was an intermittent power issue and the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.